Manufacturer narrative:
Tracking number: (B)(4). Phone number: (B)(6). Phone number: (B)(4).

Event description:
Procedure: pelvic organ prolapse. The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.